Event description:
The olympus sales representative reported (on behalf of the customer) they are getting color bars with three camera heads of the same model when connected with the visera elite video system center. The issue occurred during a procedure. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found bent pin caused a blue screen to appear on the monitor with the visera elite video system center camera head and ltf-v3 laparoscope . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that the phenomenon [not communicating with camera head] occurred due to bent pin of the socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.